Event description:
There was an allegation of questionable urea results from the cobas 8000 c702 module. Of the data provided, only one example was a reportable malfunction. The initial result was <0.5 mmol/l. The clinician requested repeat testing, and the result was 9.4 mmol/l.

Manufacturer narrative:
E1: initial reporter telephone number was (B)(6). The reagent lot number was 911238. The expiration date was not provided. The field service engineer checked the analyzer and performed various checks and troubleshooting actions, but he did not find any issues. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.